Manufacturer narrative:
D1 - brand name: corrected. D9: date returned to mfg.: 9/17/2024. H3 and h6. Codes: updated. Forty-eight (48) device samples were received in unused conditions and in its original packaging. Per visual inspection, no damage was identified in any of the fifty samples returned. Dimensional and functional testing confirmed the complaint as the cannula was not correctly fitted into the tube. The root cause was not identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannula size 8 does not click into the same sized tracheostomy. There was no patient involvement and there was no harm/adverse event reported.

Manufacturer narrative:
Codes: updated. Updated root cause analysis: the root cause was identified as outside diameter (od) over bumps out of specification to flash on supplier tool (cavity 2). Action taken: supplier mold was repaired to remove burr on cavity 2. Supplier updated inspection test method to align with ICU medical method. ICU medical inspection procedure released with new inspection method ¿click fit od - over bumps¿ to perform sampling during receiving inspection. A retrospective 12-month review period (october 2023 to october 2024) was made for complaints originated and related to this issue and no additional complaints were identified to this lot number.